Manufacturer narrative:
(B)(4).

Event description:
Following a refill, the pt experienced swelling at the pump pocket site and some baclofen was draining from the needle hole. The hcp was confident that she was in the reservoir when filling the pump, but may have pulled the needle back while filling resulting in a possible pocket fill. The hcp planned to consult with another physician. Additional information has been requested. A f/u report will be sent if additional information becomes available.